Event description:
It was reported that sometime post a port placement procedure, the catheter was allegedly fractured at the tip, end point of the stem and got separated. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port was returned for evaluation. Along with return sample one x ray was provided and reviewed. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted to the proximal end of the catheter and the distal end of the catheter was noted. The edges of the complete circumferential break on the attached catheter were noted to be uneven. The surface was noted to be granular on both regions. The image review cited that the film was poor quality and the conclusions were unclear. Therefore, the investigation is confirmed for the reported catheter fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement procedure, the catheter was allegedly fractured at the tip, end point of the stem and got separated. Catheter was removed. There was no reported patient injury.